Event description:
During an external fixation of a distal tibia fracture procedure, the drive adapter would not release from the schanz screw. The screw was cut off with the bolt cutter. Reportedly the screw is still lodged in the adapter. The surgery was completed as planned with no adverse effect to the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.